Event description:
Report received stating the multifocal intraocular lens (iol) was removed and replaced with a monofocal iol 4 years after the initial implant. No complications occurred during the procedure. The reason stated for the explant was the patient's severe dysphotopsia.

Manufacturer narrative:
The intraocular lens (iol) associated with this report was received and inspected. The results of the visual and optical inspections performed were found to be within product specifications. These results suggested that severe dysphotopsia (halos) reported by the physician was not related to the manufacturing process. Halos and/or glare are a known and labeled possible side effect of all multifocal lens implants. Will continue to monitor and trend all reports received.